Event description:
The patient reportedly experienced intermittencies when using the external equipment. In july 2005, the patient was seen for a device evaluation. Testing performed confirmed that the device was functional. The patient's external equipment exchanged. The patient continued to be monitored by center. In august 2005, the patient reortedly experienced intermittencies. The patient was seen for device eval. Testing performed confirmed that the device was not functioning. The patient's device was explanted. The patient was reimplanted with another advanced bionics device.